Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "nurse manager states she witnessed an unsafe situation in the field observing a nurse with a patient where an unknown (non-valved) PICC's clamp was broken and the patient has an needless connector only. The nurse believes this is a bard/bd PICC, unknown reference or lot number. Nurse had left over, unused slide clamps in her office that she gave to the nurse in the field to use to clamp the PICC and she feels this is the best course. Asking if this is a good thing to do." Ms&s response "explained that the clamp is a safety feature for the open ended (non-valved) PICC. Without the PICC clamp air can get in the line and the patient could bleed out if the connector falls off. I am not sure what type of clamps she used from her office. Without knowing the product reference/lot number I cannot recommend a course other than to generally say that we do not sell clamps separately but they may wish to use and extension set with clamps and to have the line evaluated by a doctor."